Event description:
During preventative maintenance service the manufacturer service engineer (fse) noted error codes that indicated a spi bus failure. The fse reported there was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the data acquisition pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
During preventative maintenance service the manufacturer service engineer (fse) noted error codes that indicated a spi bus failure. The fse reported there was no patient involvement.

Manufacturer narrative:
.